Event description:
A malfunction was reported, indicated by a malfunction code on the device. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, no further malfunction code occurred. The customer was advised to continue using the pump and to contact support if the issue reappears.